Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged grip ring with a damaged screw head. When installed on an in-house system, the grips did not open, and the grip open lever was nonfunctional. The grip ring was observed to move freely up and down the grip drive adapter, which likely prevented proper grip operation. Additionally, the instrument was found to have a dislodged blade. Visual inspection showed the blade extended approximately 0.650 inches beyond the blade garage. A moderate amount of biological debris was present along the knife track; however, adjacent components did not exhibit damage. The instrument failed during initialization, as confirmed by both log review and in-house testing. Although the instrument passed engagement, it failed initialization on 3 out of 3 attempts. Review of the logs identified a homing failure, and the logs showed one occurrence of the ¿mdtrace_vs_home_fail¿ error. A moderate amount of debris was also observed on the jaws. The dislodged proximal grip ring likely prevented proper grip closure, contributing to the failed self-test/homing during initialization and resulting in blade exposure. The complaint was confirmed by failure analysis. The probable root cause is attributed to a dislodged grip ring, leading the instrument to fail the initialization test and to have an exposed blade.

Event description:
It was reported that during a da vinci-assisted procedure the customer had errors with the vessel sealer extend instrument. Procedure was completed with no patient harm.